Manufacturer narrative:
The subject product was found to produce straight shots due to normal wear on a reusable device.

Event description:
It was originally reported that the device was not firing properly. Upon receipt of device and preliminary evaluation on 5/2/07, device was found to be firing straight shots. Now an MDR reportable malfunction.